Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided. Email address unknown / not provided. Location of device unknown.

Event description:
Customer reported that a screw fractured in the patients mouth in the past, but was not reported.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D9: device availability was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was added: 4755. H6: type of investigation code was added: 4109, 4111 and 4114. H6: investigation findings code was added: 3221. H6: conclusions code was added: 4315. H10: narrative/data was updated. The device was not returned. Therefore, the reported event could not be verified. Based on the evaluation, device malfunction could not be verified. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review could not be performed since the lot numbers were unknown. Item-based (iuniht) complaint history review was performed over a one-year period and no complaint related to nonconforming products was identified. However, complaint history review could not be performed for the unknown biomet implant since lot/item number was unknown. Functional testing could not be performed since the product was not returned. Therefore, the reported event couldn't be recreated. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the probable cause for the reported event is excessive torque used by clinician or placement of device in a patient with patient factors incompatible with long-term osseo-integration of implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Device requested but not returned.

Event description:
No additional event information at the time of this report.